Event description:
The patient had a tulip filter placed on (B)(6) 2010 via the jugular approach for a clot in a leg vein (pe/dvt). This was the patient's first pulmonary embolism (pe) with no contraindications for the use of anticoagulant. The physician attempted to remove the filter about 3 months following implant ((B)(6) 2010), but failed secondary to filter being tilted. A second unsuccessful attempt was made by another physician to remove the filter ((B)(6) 2011). The patient has a 2nd documented pe on (B)(6) 2011 and was placed on ac. The patient talked to other physicians who suggested that he should have had another manufacturer's ive filter, 12 other physicians informed him that he should not have had a filter initially. The patient's major complaint is with the physician who placed the filter; but the patient also indicated that the tulip filter placed in him was defective since it did not prevent his 2nd pe.

Manufacturer narrative:
(B)(4). Device - (unknown as still under investigation). Event evaluation: still under investigation.